Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and an outer tube was found to be dislodged from its original position. The outer tube was separated into two pieces at the weld. The probable root cause of a dislodged tube is attributed to user-related damage during use, such as accidental drop or collision with other objects or hard surfaces, which resulted in the dislodged and separated outer tube. Correction to section d : - primary product batch/lot number was updated to l11241205 0296 - primary product UDI number was updated to (B)(4). Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the shaft part of the harmonic ace instrument separated into two pieces. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the lot number of the harmonic ace instrument is unknown and that the issue was identified during procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.